Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, lot/serial #: unknown ; product ID: bi71000442, lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. They replaced the gantry motion controller and rotor tractor drive. They performed 10 3d spins to verify function. Performed system checkout. The system was properly functioning and had been returned to service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a procedure the system had a early termination of a 3d spin. Rebooting the system did not resolve the issue. The site continued the procedure using a competitors system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information: there was a delay of 10 minutes.

Manufacturer narrative:
Additional information in sections a and b5. H3, h6: the motion gantry control, lot number: 71770991 rev. 2, was returned to the manufacturer for analysis. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19 and d14 are applicable to this analysis. The test tractor drive assembly, lot number: w1708030392 rev. 8, was returned to the manufacturer for analysis. The motor would int ermittently lock going forward or backwards. Visual inspection showed damaged/ bent hex nut and the belt was cut. Already reported codes b01, c07 and d02 are applicable to this analysis. D9: the tractor drive assembly was returned on (B)(6) 2024 the gantry motion control was returned on 2024-11-04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This occurred during a sacroiliac and thoracolumbar procedure. There was no impact on patient outcome.